Event description:
Since the new generation of rubella released for sale by the MFR in 2009, I have been getting an unusually high number of pts who test as equivocal. Because I was suspicious of these results, I sent the samples into another lab for confirmation. I have had 50 samples that did not confirm. I have reported it to the company and in over 5 months they have not resolved the problem. Three months later, I sent in 8 samples at their request for confirmations. Now, nearly 6 weeks later, I still have not gotten the results of those tests. In addition to the equivocal results, I have had 3 or 4 pts who tested non-reactive with their kit and came back reactive with the reference lab.